Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to screw came off. The fixation was not working properly so the screw was pulled outside the patient and was found out that the screw was stretched. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.